Manufacturer narrative:
Visual inspection was performed. One securing mechanism was found to be deformed. Deformation occurred on one corner of the securing mechanism that rotates towards the plate/screw hole. The corner of the securing mechanism is bent away from the plate (what would be anteriorly in the patient). Additionally, wear and deformation is observed on the posterior side of the plate at the screw/plate interface on the most cranial and caudal ends of the screw/plate holes. Location of wear on the plate indicates that screws were potentially over angulated and contacted the plate during insertion. Witness marks observed on 4 of the 6 returned screws indicate that the securing mechanism(s) were closed on over angulated screws. Witness marks were most likely caused by the securing mechanism(s) being closed/locked while the screws were over angulated. There were no other reported device failures of the other 5 screws. Complaint history records were reviewed for this lot, no similar complaints were identified. It was reported that this event was noticed 9 months post-op due to the patient experiencing neck pain and difficulty swallowing. A drill guide and tap were not used during the initial procedure. The fixed screws were reported to be inserted at a relatively steep angle. The patient had soft bone and did not experience any trauma or accident. The most likely cause of the reported event was determined to be due to the over angulation of screws during the locking of the securing mechanism. Securing mechanism deformation, plate wear, and screw witness marks all indicate screws were most likely over angulated. It was reported that "fixed screws were inserted at a relatively steep angle." Stg states, "screws should sit below the screw cover to ensure that the locking cover is adequately engaged. Do not over angulate screws beyond their indicated limit, doing so could result in the inability to lock the cover."

Event description:
A patient presented with pain and difficulty swallowing approximately 9-months post-operatively. A subsequent x-ray revealed that an ozark screw at c7 had backed out of an ozark plate. The patient was revised and a pcf was performed. This report captures the ozark plate.

Event description:
A patient presented with pain and difficulty swallowing approximately 9-months post-operatively. A subsequent x-ray revealed that an ozark screw at c7 had backed out of an ozark plate. The patient was revised and a pcf was performed. This report captures the ozark plate.